Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump tubing connector is broken and doesn't lock. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there is a piece missing from the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window. The insulin pump was missing the reservoir o ring.